Manufacturer narrative:
Continuation of d10: product ID neu_label_acc lot# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: neu_label_acc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that when they go to the bathroom for a bowel movement, the stool comes out like they were having diarrhea. Patient also stated that their wake them up during the night to have to do a bowl movement, and it was watery, and they have never had that before. The issue started probably about 3-4 days ago. Agent reviewed that patient could consider increasing stimulation, patient stated that they would do so after the call. The patient was redirected to their healthcare provider to further address the issue. Patient would continue to monitor symptoms. Additional information was received from the patient. The patient stated that they returned the post implant team's call so patient services reviewed the communication three talking points with the patient. Patient services also emailed the patient MRI information from the patient therapy handbook as their handbook did not have an MRI section at the end. The patient reported they would just upped their stimulation from 1.7 ma to 1.8 ma about 3 days ago and it didn't seem like it did any good so they wanted to know if it was okay to increase the stimulation again. Patient services reviewed the role of patient services with the patient as well as therapy expectations and programming considerations and the patient stated they'd seen their managing health care provider a couple weeks ago and the healthcare provider had changed the patient's program from program 2 to program 3 at that time. The patient stated the therapy wasn't always helping their symptoms since they got the implant and that they were still having issues with their bowel movements and that sometimes it was regular and sometimes it wasn't and that it was almost like they were having diarrhea. Patient to increase their stimulation to a comfortable level and monitor their symptoms but if they still didn't see an improvement, they might switch to a new program and/or reach out to their hcp about their therapy concerns and programming considerations.

Manufacturer narrative:
Continuation of d10: product ID neu_label_acc lot# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the patient called reporting ongoing therapy concerns describing problems going to the bathroom frequently so changed the setting, then started having pains where the device was located on the lower back and still having issues going to the bathroom a lot and for bowel movements at least 6 times a day.